Manufacturer narrative:
10/24/96- submission of supplemental report #1 to FDA by mfg.

Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.